Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse determined that the main board was faulty. The fse replaced the main board (0670-00-0788). The iabp was handed over to the customer in good, working condition. The unit was kept under observation for the for the next two days.

Event description:
N/a

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure message during startup. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a autofill failure message during startup.